Manufacturer narrative:
Berlin heart gmbh received the excor ikus driver on (B)(6) 2024 for investigation. Upon receiving, the unit was inspected both internally and externally. The driver passed the initial start-up test without any errors. In addition, the unit was subjected to 24 hours of continuous operation on a mock loop using the pneumatic settings provided by the site and no issues were observed. Therefore, the reported complaint could not be reproduced. However, log file review revealed the reported failure on (B)(6) 2024, which confirmed the complaint. Based on investigation finding it was determined that the defective relay board caused the reported problem. Complete failure investigation report is attached.

Manufacturer narrative:
We have reviewed the production records of the excor stationery driving unit, s/n (B)(6). Last maintenance on this driver was performed by berlin heart service engineers on 2/2/2024 according to the specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart gmbh clinical affairs was informed that the berlin heart ikus stationary driving unit, triggered an alarm that displayed "system 1 defective" when a nurse unplugged the ikus from the main power to move the patient around. Thereafter, the driver stopped functioning. The patient was later supported by a manual pump until the backup unit was ready. According to the information provided by the site, the patient remained stable.